Event description:
Per oos, this patient had bacterial endocarditis. The entire system was removed and has not been replaced. Philos dr, MDR 1028232-2009-00327. Synox sx 53/15-bp, MDR 1028232-2009-00382.